Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the mid esophagus to treat a 5cm stricture due to cancer during a metal stenting procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, it got stuck and was unable to be fully deployed. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the mid esophagus to treat a 5cm stricture due to cancer during a metal stenting procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, it got stuck and was unable to be fully deployed. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal distal release covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Functional testing was performed by pulling the finger ring, and the stent was deployed without problems; no resistance was felt. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed. The investigation concluded that this was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.